Event description:
The patient reported that the ok keypad button is very slow to respond. She stated that the other keypad buttons are responding as expected. The patient denied getting the pump wet, and confirmed that the keypad buttons still click and spring back normally. She stated that she wears the pump under her clothing and does not clean the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.